Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/11/2017 with the following findings: investigation revealed a battery compartment crack. The display was found to be dim and discolored. No damage or defect was found to the pump¿s internal components. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, and a dim and discolored display. This report is made based on results of the investigation performed on (B)(6) 2017.